Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -13.0/2.0/013 (sphere/cylinder/axis) was implanted into the patient's right eye (od) upside down on (B)(6) 2022. The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2022 a replacement lens was implanted vertically and the problem resolved. Cause of event was reported as unknown.